Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator had a defective invasive blood pressure connector block (consisting of ECG and invasive blood pressure monitoring connections). The event occurred during clinical use, but there was reportedly no patient harm.

Manufacturer narrative:
It was reported that the defibrillator had a defective invasive blood pressure connector block (consisting of ECG and invasive blood pressure monitoring connections). The event occurred during clinical use, but there was reportedly no patient harm. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The customer has decided to repair the device themselves no need for philips servicing. The customer can call back if they wish to have philips support and service. The device remains at the customer site.